Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed. Pt age and weight are not known at this time. Date approximated as 3 weeks before (B)(4) 2011. The exact incident date has not been reported. Serial number has not been made available. Device manufacture date cannot be determined without a serial number.

Event description:
It was reported that a woman scanned on an achilles express experienced ankle pain following a test that was administered at a health food store. Three weeks later she was contacted and stated that the pain was still present. The extent of the alleged injury has not been determined. The woman has not been evaluated by a medical professional.